Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient accused pain: due to osterolysis and metallosis was necessary a revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 04 december 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision a large brown fluid collection was encountered. At this time, the patient's femoral stem is being reported for elevated ion levels. The complaint was updated on: 14/12/2015.

Manufacturer narrative:
The complaint states due to a post traumatic femoral necrosis, the patient on date (B)(6)2005 was subjected to a total hip arthroplasty. The patient accused pain: due to osteolysis and metallosis was necessary a revision surgery. The revision surgery was undertaken on date (B)(6) 2013. The head and the insert were substituted. A complaints database search did not identify any anomalies. The medical records were reviewed by bioengineering refer to (B)(4); bone scans were too blurred to review for bone fracture/disassociation. No bone fracture/disassociation seen on x-rays. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.